Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the non-boston scientific right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information relating to the reason for the out of range measurement and resolution to the event. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that another alert was generated by the remote home monitoring system for a high out of range shock impedance measurement on the non-boston scientific lead. Defibrillation threshold (dft) testing was performed and yielded normal shock impedance measurements.the physician is considering a revision procedure.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited additional high out of range shocking lead impedance measurements of greater than 200 ohms. Continuous shock impedence testing showed out of range measurements. A repeat echo was performed which indicated an ejection fraction of 50 percent. Thus the patient and physician elected to turn off tachycardia therapy to prevent any future inappropriate shocks due to any shock lead issues. At this time the device and rv lead remain in service. No additional adverse patient effects were reported.